Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included anxiety disorder, iron deficiency anemia, gerd, endometriosis, asthma, obesity, fibromyalgia, vitamin d deficiency and cervicitis. Concomitant products included anovlar (microgestin) and medroxyprogesterone (depo provera) for birth control. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, the cavity itself appeared symmetrical and the ostia were visualized and appeared avoid. There was no direct evidence of a polyp or sub-mucous fibroid. The lower uterine segment appeared regular. First essure noted to have bend at end and it was discarded. The essure device was then inserted and easily cannulated into the left ostia. There were 6 coils visualized. Patient had right salpingectomy. Right essure not place. Diagnostic results: (B)(6) 2011, hysterosalpingogram revealed single left micro insert position is satisfactory with occlusion of left fallopian tube. The endometrial cavity was noted to be arcuate versus bicornuate but is without filling defect. This can be confirmed with ultrasound as clinically indicated. On (B)(6) 2012, uterus measures 10)( 5.2 x 7.5 cm. At the superior uterus the endometrial stripe bifurcates into a right and left-sided stripe, compatible with septate uterus. The right-sided stripe measures 10 mm in thickness, and left 14 mm on (B)(6) 2012, ultrasound pelvis revealed at the superior uterus the endometrial stripe bifurcates into a right and left-sided stripe, compatible with septate uterus. The right-sided stripe measures 10 mm in thickness, and left 14 mm. Final pathologic diagnosis evaluation. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis. Right ovary and fallopian tube: serous cyst and portion of fallopian tube left ovary and left fallopian tube no significant pathologic alteration. (B)(6) 2011, hysterosalpingogram revealed single left micro insert position is satisfactory with occlusion of left fallopian tube. The endometrial cavity was noted to be arcuate versus bicornuate but is without filling defect. This can be confirmed with ultrasound as clinically indicated. Most recent follow-up information incorporated above includes: on 13-jun-2018: new event added- abnormal bleeding (vaginal, menorrhagia) , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) and vaginal discharge . Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included anxiety disorder, iron deficiency anemia, gerd, endometriosis, asthma, obesity, fibromyalgia, vitamin d deficiency, cervicitis, uterine cervical motion tenderness, haemorrhage nos, myopia, presbyopia, low back pain, varicose veins, hemoglobinopathy, pregnancy with advanced maternal age, c-section, fatigue, bleeding genital, thrombosis, loss of energy and menometrorrhagia. Concomitant products included ethinylestradiol; norethisterone acetate (microgestin) and medroxyprogesterone acetate (depo provera) for birth control as well as ibuprofen (midol), ibuprofen; pseudoephedrine hydrochloride (advil cold) and mepyramine maleate;pamabrom; paracetamol (pamprin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), iron deficiency anaemia ("iron deficiency anemia") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the dyspareunia, vaginal discharge, fibromyalgia, anxiety, iron deficiency anaemia and fatigue outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, iron deficiency anaemia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, the cavity itself appeared symmetrical and the ostia were visualized and appeared avoid. There was no direct evidence of a polyp or sub-mucous fibroid. The lower uterine segment appeared regular. First essure noted to have bend at end and it was discarded. The essure device was then inserted and easily cannulated into the left ostia. There were 6 coils visualized. Patient had right salpingectomy. Right essure not place. Diagnostic results: (B)(6) 2011, hysterosalpingogram revealed single left micro insert position is satisfactory with occlusion of left fallopian tube. The endometrial cavity was noted to be arcuate versus bicornuate but is without filling defect. This can be confirmed with ultrasound as clinically indicated. On (B)(6) 2012, uterus measures 10)( 5.2 x 7.5 cm. At the superior uterus the endometrial stripe bifurcates into a right and left-sided stripe, compatible with septate uterus. The right-sided stripe measures 10 mm in thickness, and left 14 mm. On (B)(6) 2012, ultrasound pelvis revealed at the superior uterus the endometrial stripe bifurcates into a right and left-sided stripe, compatible with septate uterus. The right-sided stripe measures 10 mm in thickness, and left 14 mm. Final pathologic diagnosis evaluation. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis. Right ovary and fallopian tube: serous cyst and portion of fallopian tube left ovary and left fallopian tube no significant pathologic alteration. On (B)(6) 2011, hysterosalpingogram revealed single left micro insert position is satisfactory with occlusion of left fallopian tube. The endometrial cavity was noted to be arcuate versus bicornuate but is without filling defect. This can be confirmed with ultrasound as clinically indicated. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, hemorrhage, menorrhagia, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received. Reporter's information added. New event: fibromyalgia, anxiety, iron deficiency anemia, fatigue were added. Event outcome were updated to recovered: pain , abnormal bleeding, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.